Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the unit would not start up and then suddenly shut down prior to a procedure. There was no patient involvement. The case was completed with an alternate unit. Additional information has been requested. Additional information has been requested.